Manufacturer narrative:
One (1) used sample item #mc330476 was returned for evaluation. As received a no fully insertion between the valve and adaptor on one of the microclaves was confirmed on the sample. No mating device was returned for evaluation. The set was tested as per procedure and leaks coming from the bond between the adaptor and the valve was confirmed. The complaint of leaks can be confirmed. The probable cause was due to incomplete insertion during manual process assembly.

Event description:
The event involved a 6.5" (17 cm) appx 0.63 ml, smallbore bifuse ext set w/2 microclave® clear, 2 check valves, luer lock the back flow started leaking at the connection point between the bung and the backflow valve (fused connection point). There was no report of patient harm.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.